Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with implant coil not attached. The cause for the detachment could not be determined; however it is possible that the implant coil detached subsequent to the reported resistance, or maneuvering of the device through the reported tortuous anatomy. The separation likely occurred due to a break in the detachment stick distal to the detachment ball. All coils are 100% inspected for damages and irregularities during manufacture. The axium instructions for use states, ¿if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. * also, due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ (B)(4).

Event description:
Treatment of a posterior communicating artery aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that resistance was experienced as the third coil was advanced to the aneurysm and it prematurely detached. The detached implant coil and microcatheter were removed from the patient. No patient injury was reported as a result of the procedure.